Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on (B)(4) 2014 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007 for sterilization. The consumer's medical history included 2 previous ectopic pregnancy, 2 abortions of ectopic pregnancy, kidney stones in 2007 that required surgery, a ovarian cyst that ruptured in 2008 and a tear from her uterus to the birth canal. In 2014 (maybe in (B)(6) 2014) the consumer had her third ectopic pregnancy with essure. She did not go to the hcp and spontaneously aborted. The other two cases were created ((B)(4)). Follow-up received on (B)(4) 2014: product technical complaint global ((B)(4)) and local ((B)(4)) numbers were received. The product technical complaint investigation and final assessment were received on (B)(4) 2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are not necessarily indicative of a quality defect per se. In this particular case a lack of efficacy (pregnancy) was reported. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect." In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced third ectopic pregnancy with essure and abortion of ectopic pregnancy. Reporter causality assessment was not provided. All reported events were considered serious due to medical importance; third ectopic pregnancy with essure is listed according to the reference safety information for essure while the other event is unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. Ectopic pregnancy is a gynecologic emergency, generally requiring expeditious surgical or medical treatment. In this particular case, the consumer reported 3 episodes of ectopic pregnancies; she did not seek medical attention and stated that spontaneously aborted, no medical or surgical intervention was reported. Even with this unusual evolution of the reported ectopic pregnancies; a causal relationship between these events and essure cannot be excluded, and given their nature they were considered as incidents (serious injury). In addition the non-serious event device ineffective was reported. A product technical analysis concluded "unconfirmed quality defect" and that in summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.

Manufacturer narrative:
Follow-up information was received on 19-sep-2014: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced third ectopic pregnancy with essure and abortion of ectopic pregnancy. Reporter causality assessment was not provided. All reported events were considered serious due to medical importance; third ectopic pregnancy with essure is listed according to the reference safety information for essure while the other event is unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. Ectopic pregnancy is a gynecologic emergency, generally requiring expeditious surgical or medical treatment. In this particular case, the consumer reported 3 episodes of ectopic pregnancies; she did not seek medical attention and stated that spontaneously aborted, no medical or surgical intervention was reported. Even with this unusual evolution of the reported ectopic pregnancies; a causal relationship between these events and essure cannot be excluded, and given their nature they were considered as incidents (serious injury). In addition the non-serious event device ineffective was reported. A product technical analysis concluded "unconfirmed quality defect" and that in summary, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.